Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. DHR review revealed nothing relevant to this event. This is polylactic acid polymer based implant. When this type of implant experiences an excessive amount of force/torque due to over insertion and/or improper bone preparation prior to implant insertion, then this type of issue can occur. The cause of this event, however, could not be determined from the info available and without device eval. This is the only complaint reported for this part/lot combination.

Event description:
This event was received via copy of hospital's medwatch report submitted to FDA. Customer reports that the anchor broke inside the pt's shoulder. Further follow up with risk mgr could not provide info regarding preparation of the bone tunnel prior to insertion. It was also indicated that the broken piece remains in the pt. Pt was reported to be in good condition. This device is used for treatment.